Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for chronic low back pain and spinal pain. It was reported that since the day after implant, the patient had shocking at the implantable neurostimulator (ins) pocket site. The shocking went away if stimulation was turned off. The manufacturer representative tried different electrode combinations but the patient sill felt shocking at the ins site. The manufacturer representative was going to discuss it with the physician. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported the battery was discarded. No further com plications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that many reprogrammings were done, but the impedances still elicited shocking. The cause was possible fluid in the header of the ins. The ins was replaced on (B)(6). After replacement, the rep turned stimulation back on with all previous groups loaded in and she has not reported any shocking sensations at all. It appears the replacement has taken care of the issue. No further complications were reported.